Manufacturer narrative:
The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number unknown. The patient tested on their personal coaguchek xs meter serial number (B)(6) at 11:36 am and the result was 2.1 inr. The patient tested again on their personal coaguchek xs meter serial number (B)(6) at 11:38 am and the result was 1.7 inr. The result from the professional coaguchek xs meter serial number unknown was 2.4 inr. Patient's therapeutic range is 2.0-3.0 inr. The patient tests on a weekly meter.